Event description:
The ge oec 9800 fluoroscopy system had no boot issues. The system would not complete the boot-up sequence.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective systems interface board. The circuit board was replaced and required additional system upgrades to function as intended. The system was upgraded as needed, tested and found to be functioning as intended. There was no info available from the facility with respect to this issue. No injury resulted.